Event description:
Customer reported that her son's freestyle freedom lite's meter readings have been fluctuating between high and low readings. She stated that she did not have the exact readings but his meter was at least 100mg/dl higher as compared to an hcp meter. Although this method of comparison is not valid, she reported that her child was hospitalized, diagnosed with dka and treated with insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested and a follow-up report will be submitted once results are available.